Event description:
The event is reported as: customer states that the bottom jaw on the product is broken. Instead of cutting the bone, the product crushed the bone. No pt injury or medical intervention reported. The doctor continued surgery with another rongeur with no further issues.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report.